Event description:
It was reported that the handpiece caused a saw blade to break while in use during preventive maintenance and demo testing. There was no pt involvement. There was no user injury, medical intervention, or any adverse consequences reported.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. The device will be repaired locally at the svc center. The reported allegation cannot be confirmed without the product being available for eval.